Manufacturer narrative:
The strips and meters will not be returned.

Event description:
The reporter stated that the patient brought his two coaguchek meters to the doctor's office. One of the patient's meters was purchased on (B)(6) and the serial numbers are not available for either patient meter. The patient's blood was drawn at the meter countdown and applied to the strips for all of the meters within 15 seconds. The results were 2.3 inr and 2.3 inr on the patient's two coaguchek xs meters compared to the result of 3.3 inr on the doctor's coaguchek xs meter(serial number (B)(4)). It was reported that the result from the doctor's meter was believed to be correct. A lab value of 2.3 inr was obtained. The reagent used to obtain that value is unknown. There was no change in the patient's medication based on any of the values. The patient's therapeutic range was not provided. It was reported that he did not have any antiphospholipid antibodies and he was not on any direct thrombin inhibitors. It was reported that the patient is stable. There was no adverse event. The reporter declined to provide the patient's name and phone number. The lot number of the strips for the doctor's office is not available and the strip vial in use at the time of the tests has been depleted and discarded. Therefore, neither the doctor's test strips nor any of the patient's products will be returned. This medwatch is for the 2nd value of 2.3 inr obtained on one of the coaguchek xs meters with the unknown serial number. See (B)(6) for the medwatch for the value of 2.3 obtained on the other coaguchek xs with the unknown serial number.